Event description:
Caller reported an alarm indicating that the insulin cartridge was empty. Customer's blood glucose level was high due to the issue, but a specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without third-party assistance. After being informed by technical support about the alarm's significance, the customer understood and acknowledged the situation. Initially, the customer needed help from their spouse to change the cartridge, but they later managed to replace the cartridge independently, leading to blood glucose levels returning to normal. Case was subsequently closed by technical support.